Event description:
It was reported that the inflatable penile prosthesis (ipp) had inflation issues. The patient underwent a surgical procedure in which all components were explanted and replaced without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the functional testing of the pump identified that the components failed the activation test. Product analysis concluded these activation issues could affect the functionality of the pump. Based on this observation, the reported allegation of inflation issue is confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the pump and cylinders did not identify any leaks in the components. Functional testing showed that the cylinders performed within specification. The functional testing performed on the pump identified that the component failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Operator of device corrected to patient/customer. Investigation summary: with all the available information, boston scientific concludes that the functional testing of the pump identified that the components failed the activation test. Product analysis concluded these activation issues could affect the functionality of the pump. Based on this observation, the reported allegation of inflation issue is confirmed. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: visual examination of the pump and cylinders did not identify any leaks in the components. Functional testing showed that the cylinders performed within specification. The functional testing performed on the pump identified that the component failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis concluded these activation issues could affect the functionality of the pump. Labeling review: a review of the inflatable penile prosthesis (ipp) instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) had inflation issues. The patient underwent a surgical procedure in which all components were explanted and replaced without patient complications.

Event description:
It was reported that the patient will undergo a revision of his inflatable penile prosthesis (ipp) on a future date due to inflation issues. No patient complication were reported in relation to this event. No additional information was provided.